Event description:
It was reported that the system intermittently displayed a high capacity disk failure and locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available. The customer declined to have the system repaired.